Event description:
It was reported that pump malfunction occurred for customer in france, but no blood glucose values or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, device return, or replacement information were available, and no additional information was received regarding the outcome of the event.